Manufacturer narrative:
The device was discarded; however, a photograph was provided for evaluation. Visual inspection of the photograph via naked eye identified a cut in the tubing. Functional testing could not be performed due to nature of the sample. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an interlink system solution set was leaking (cut in tubing). This was identified prior to patient use. There was no patient involvement. No additional is available.